Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l8cf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had discomfort at the battery site. The patient's battery was replaced on (B)(6) 2015. It was unknown if the issue was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No diagnostics or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.